Event description:
It was reported that before an unknown procedure, the (B)(4) material tore, contaminating the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Delamination. One package, previously opened, was received with no sales unit carton. Package was bent/warped. (B)(4) lid was visually examined and (B)(4) delamination was confirmed. (B)(4) tore and stuck to the blister when package was opened due to (B)(4) delamination (separation of (B)(4) layers). (B)(4) delamination causes the package to be difficult to open and remove the device from the package. The package blister was fine with no defects and there was evidence of seal transfer from the (B)(4) to the blister flange on the entire circumference of the blister. Package sterile integrity was not affected. Possible causes of (B)(4) delamination are (B)(4) quality, seal strength, or opening technique. Complaint information will be included in complaint trending. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.